Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 240 mg/dl at the time of incident. Troubleshooting also found that the pump had a blank display and did not turn on, before and after a battery change. No further details given.